Event description:
It was reported that during surgery, the front of the cage looked cracked following implantation. The implant was removed and the surgery was completed with another implant of the same size. There was no patient or surgical impact.

Manufacturer narrative:
Additional information: d4 (UDI number), g5 (PMA/510k), h6 (method, results and conclusion codes) the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is "submited" to send the initial report and the result of the investigation of this complaint. The product was scrapped. Therefore, no product evaluation could be performed. The review of the device "distory" records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided based on the zper, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, as reported, the patient has bony abnormalities (sclerotic bone) and the sterile starter awl was not used. It is clearly stated in the surgical technique that in normal bone structure, the insertion of the anchoring plate is a simple and effortless step. Nevertheless, in order to prepare the half anchoring plate pathway in vertebrae, the use of the sterile starter awl is recommended for each roi-c surgery. Its use is left to the surgeon¿s own estimation, according to his experience of surgery, of the product, of the patient pre-operative assessment, and per-operative signs on the bone density of the instrumented level(s). Root cause: user error.

Event description:
Roi-c coated: broken cage. According to the reporter: incident did not affect patient; implant was placed and then removed. Front of the cage looked cracked. Additional information received from reporter on january 2nd 2019: the current patient's state of health is unsure. No pictures of the defective implant are available. The front of the cage cracked where it is attached with inserter. No per-op and post-op x-ray images are available. The cage was properly assembled with the holder. The axis of the disc space was respected. One level implantation. The patient's bones were normal/ maybe slightly sclerotic. Additional information received from reporter on january 8th 2019: the sterile starter awl was not used during the surgery. The adjustable stop of the implant holder was set to zero. The surgeon saw the issue after he took off inserter, so not sure when the issue occurred. The first and second anchoring plate were fully seated. The two anchors were not implanted in the same slot on this case. No resistance was felt during the insertion. The surgery was a little delayed (10 min) because the "sugeon" took out the broken implant and put in a new one. The surgery was completed with another roi-c implant with the same size. There was no impact on patient.